Event description:
New information received stated physician chose to implant a non-sjm pacing system and shut off old pacemaker and lead. Both the pacemaker and lead remain implanted and inactive.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise resulting in pacing inhibition. Patient condition was stable. No intervention was reported.